Manufacturer narrative:
The investigation for the hemolysis has been completed. No product was returned for investigation. The data logs do not show any motor current spikes. The data logs do not show any position related alarms before first report of possible hemolysis, but there were multiple impella position unknown alarms and impella position in aorta alarms later during support. The clinical details do not provide any additional information related to pump positioning. The root cause of the hemolysis was not determined as no product was returned and limited clinical information was provided.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that experienced hemolysis. A patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical support. One day after start of support, hemolysis was present, and patient, thereafter, continued to have hematuria. The catheter was flushed, no clots, and the patient was able to tolerate the flushing. The hemolysis event was noted to be a "possible" relationship to the impella device. Patient status update noted the patient was escalated from impella cp to an impella 5.5, extra-corporeal membrane oxygenation remained in place.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: impella catheter too far in the left ventricle ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood-colored urine. If the impella catheter is too far into the left ventricle, echocardiography will likely show the following: ¿ catheter inlet area more than 4 cm below the aortic valve ¿ catheter outlet area across or near the aortic valve¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿